Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch wireless adapter not working properly was confirmed. Evaluation of the returned wireless adapter (serial number: (B)(4)) revealed that the pairing button was not functional due to an internal component becoming detached from the printed circuit board (pcb). The wireless adapter is manufactured by an external supplier; therefore, an external corrective action request (ecar) was initiated to further investigate the reported event. The ecar revealed that the root cause of the component becoming detached was insufficient solder being applied to the component during manufacturing. An additional step to perform hand soldering so that sufficient solder is applied was added to the manufacturing process. Furthermore, multiple additional inspection steps were added to the manufacturing process to verify proper solder connections of this component to the pcb. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter, how to determine the status of the wireless adapter, and how to use the heartmate touch app. Heartmate 3 instructions for use (IFU) (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas. This section also informs the user to replace any equipment or system component that appears damaged or worn. Device history records were reviewed by the supplier via the manufacturing analysis task. Heartmate touch bluetooth adaptor with sn # (B)(4) failed at aoi top side for switch (sw2) misalignment. The misaligned switch (sw2) was reworked and did pass supplier final inspection and final functional test. Refer to the manufacturing analysis task for the device history records reports. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pairing button on the heartmate touch bluetooth adaptor was not working properly. The item was new and believed to be under warranty.